Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2024 for the infection treatment. The patient also underwent washout procedure prior to the explant surgery.